Manufacturer narrative:
(B)(4). Date of event: actual date of when the unexpected post-op refraction was noted was not provided, however through follow up it was confirmed the lens was explanted on (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he had a post radial keratotomy patient in which he implanted 24.0 diopter model zlb00 intraocular lens on (B)(6) 2015. However the patient was +4 diopter post implant. Surgeon explanted the lens on (B)(6) 2015 and replaced it with another zlb00 of a higher diopter 29.0, sn (B)(4). Surgeon reported the reason for the explant was miscalculation. There was nothing wrong with the lens insertion or loading. Patient is fine post-op. No incision enlargement and no vitrectomy were required. Due to the way the lens was taken out of the eye surgeon was unable to save anything for return. No product is coming back.

Manufacturer narrative:
No visual inspection was performed as the lens was not returned. The reported complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.